Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: photo investigation: a photo was returned for investigation, the picture of affected sample show a used needle with no activated safety shield: cannula is not totally cover by the safety shield. The customer complaint about safety shield failure; samples pictures show no defect. DHR/bhr review: our production and inspection records for batch 1608002 have established that all production and quality processes were carried out normally. No ncmr's. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. CAPA determination results: no - based on an evaluation of severity and occurrence and since complaint is not confirmed because no defect was identified, it was determined that no corrective action is required at this time.

Event description:
It was reported that while a nurse was taking a blood sample, the safety cover on a bd eclipse¿ needle failed to activate causing a needle stick to the nurse¿s right forefinger. Antivirals were prescribed but could not be taken due to contraindications with other medications. Comparative blood samples are scheduled to be taken over a three month period. There was no additional medical information provided.